Manufacturer narrative:
Additional products/components returned; no malfunction or deficiencies found upon evaluation: part number: date code: description: hx682p, 171129-2b protective, clean handle (handle #1). Hx682p, 171124-3b protective, clean handle (handle #2). Hx903x, 171224 23t, proresults gum health brush head rfid (brush head #2). Hx903x, 171224 23t, proresults gum health brush head rfid (brush head #3) .hx6100, 1711132b triton base, charger (charger #1). Hx6100, 1711132b triton base, charger (charger #2). The root cause of the customer's complaint is a loose brush head coupler

Manufacturer narrative:
Consumer stated they experienced a broken tooth. The serial number of the toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that the brush head came off of the toothbrush handle while brushing their teeth and broke their tooth.